Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. A supplemental will be submitted with evaluation results.

Event description:
It was reported that the catheter was obstructed, and on removal it was found to be due to kinking at the proximal 11 cm level with no loss of integrity or leakage. Malfunction due to complete obstruction and secondary malposition (echo and control board visualize PICC axillary territory and up to second rib). The catheter length was 35 cm. No other information provided, at this time.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of catheter kink is confirmed; however, the exact cause is unknown. Two photographs of a powerpicc were returned for evaluation. An initial visual observation of the photographs showed a powerpicc with a significant kink on the catheter shaft in the vicinity of the 11 cm mark distal to the molded joint suture wing. The corners of the kink appear to have whitening. The severity of the kink allegedly completely denies fluid infusion. Evidence of use as well as biological residue is observed on the sample. Although a kink is observed, no details or distinguishing features of the damage can be discerned from the sample in the photograph which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that the catheter was obstructed, and on removal it was found to be due to kinking at the proximal 11cm level with no loss of integrity or leakage. Malfunction due to complete obstruction and secondary malposition (echo and control board visualize PICC axillary territory and up to second rib). The catheter length was 35 cm. No other information provided, at this time.